Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was revised due to the high values of system impedance. During the procedure it was discovered that the s-ICD was moving freely in a subcutaneous space (not intermuscular). The physician decided to change the s-ICD as it was at fifty percent of battery and already had opened the wound to check the system. All measurements were as expected, and this electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the physician decided to change the subcutaneous implantable cardioverter defibrillator (s-ICD) as it was at fifty percent of battery. It was noted that the s-ICD system impedance was 145 ohms three months ago and now is 100 ohms. The measurements were high within range. The health care professional (hcp) mentioned that the electrode was moving freely in a subcutaneous space (not intermuscular). All measurements were as expected, and the electrode remains in service. No adverse patient effects were reported.